Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.

Event description:
The clinical study registry, in another country, reported that patient had a restenosis episode approximately ten months after cypher stents implantation. Indication for the procedure was unstable angina. The disease extent was two vessels and two lesions, which were treated at the index procedure. After post dilatation with an unknown 2.0 x 15 mm balloon at 16 atms, a 2.5 x 18mm cypher was implanted at 16 atms with satisfactory results in the left anterior descending (lad) coronary artery described as 2.5 x 16 mm long, de novo, irregular, eccentric with little or no calcification with a type b2 classification and 90% stenosis. Post-dilatation was conducted with a 3.0 x 13mm balloon at 16 atms. The lesion in the circumflex which was described at 2.5 x 20 mm long, do novo, concentric with a type c classification and a 99% stenosis was predilated with an unknown 2.05 x 15 mm balloon at 16 atms before implantation of two cypher stents. One was 2.50 x 18mm in length and implanted at 16 atms and the other was 2.25 x 23 mm and implanted at 16 atms. Post dilatation was not conducted. The pt was asymptomatic at the one-month and the six-month follow up but approximately ten months later, coronary angiography conducted based on clinically driven stable angina revealed an in-stent restenosis pattern less that that 10mm in length with 90% stenosis described as peri-stent, proximal to the 2.5 x 8mm cypher stent in the circumflex. The restenosis was treated by implantation of another cypher stent.